Event description:
It was reported there was an over infusion of potassium . Potassium 10meq/100ml was programmed to run over one hour (100ml/hr). The infusion was completed in 18 minutes, however the pump stated there was 62 ml left to infuse. There was no patient harm. Patient was transferred to ICU on a planned ICU admission, not as a result of the over infusion. Per hospital's biomed, it was noted that the lower hinge of the platen assembly was broken. Biomed thought the details of the broken platen in this pump situation was important as he does not believe that this pump situation is in related to the previous patient incident (event #1) regarding infusion of medication even though the pump was paused.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported there was an over infusion of potassium . Potassium 10meq/100ml was programmed to run over one hour (100ml/hr). The infusion was completed in 18 minutes, however the pump stated there was 62 ml left to infuse. There was no patient harm. Patient was transferred to ICU on a planned ICU admission, not as a result of the over infusion. Per hospital's biomed, it was noted that the lower hinge of the platen assembly was broken. Biomed thought the details of the broken platen in this pump situation was important as he does not believe that this pump situation is in related to the previous patient incident (event #1) regarding infusion of medication even though the pump was paused.